Manufacturer narrative:
Concomitant medical products: w1dr01, device implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and micro dislodgement was suspected. It was further reported that during the rv lead revision, a set screw problem was identified in the implantable pulse generator (ipg) preventing the attachment of the lead to the device. The rv lead was re positioned and remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.